Event description:
It was reported that stent damage was occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 28mm-30mm in length, eccentric, de novo target lesion was located in the moderately calcified and moderately tortuous 3.25mm-3.5mm in diameter left anterior descending artery ostium. The lesion contained a >45 and <90 degrees bend. A 7f 3.5 non bsc guide catheter was used. After a non bsc guide wire crossed the target lesion, a 2.5 x 10 non bsc balloon catheter was advanced for predilation until 14 atmospheres. The percent stenosis immediately after predilation was 50% - 60%. Then the 32 x 3.50mm taxus liberté stent was advanced but resistance was encountered so another non bsc guide wire was advanced for support. When the 32 x 3.50mm taxus liberté stent was tracked with 2 guide wires, resistance was still felt so the device was withdrawn. It was then noted that the proximal part of the stent strut was damaged. The procedure was completed using another of the same device and post dilation was performed using a 3.5 x 9 non bsc balloon catheter. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: an examination of the returned device identified that the hypotube was kinked at various locations along its length. An examination of the midshaft found that the midshaft was kinked at 5mm proximal to the port. An examination of the crimped stent found that the distal edge of the stent was slightly stretched and mis-aligned. No other damage was noted and there was no issues with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage was occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 28mm-30mm in length, eccentric, de novo target lesion was located in the moderately calcified and moderately tortuous 3.25mm-3.5mm in diameter left anterior descending artery ostium. The lesion contained a >45 and <90 degrees bend. A 7f 3.5 non bsc guide catheter was used. After a non bsc guide wire crossed the target lesion, a 2.5 x 10 non bsc balloon catheter was advanced for predilation until 14 atmospheres. The percent stenosis immediately after predilation was 50% - 60%. Then the 32 x 3.50mm taxus¿ liberté¿ stent was advanced but resistance was encountered so another non bsc guide wire was advanced for support. When the 32 x 3.50mm taxus¿ liberté¿ stent was tracked with 2 guide wires, resistance was still felt so the device was withdrawn. It was then noted that the proximal part of the stent strut was damaged. The procedure was completed using another of the same device and post dilation was performed using a 3.5 x 9 non bsc balloon catheter. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).